Event description:
It was reported that the camera head does not focus properly during a diagnostic prostate biopsy, resulting in a delay of 30 minutes or greater during sedation. There were no reports of further patient harm.